Event description:
Alung technologies, inc. Received a report of a patient experiencing a hemorrage upon discontinuation of hemolung therapy during blood return from the hemolung device. Therapy had been provided as intended. No further information was provided.

Manufacturer narrative:
Patient information was not provided. Lot/serial number was not provided, so the UDI and expiration date could not be determined. As lot number was not provided, manufacturing date could not be determined. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in london, united kingdom. Through review of the final clinical study adverse event listings, it was reported that a patient experienced hemorrhage on discontinuation of therapy during blood return. As no further notification was received regarding this adverse event, no further information is available. No CAPA was opened because of this event. Hemorrhage is a known potential complication that can occur with extracorporeal therapy. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.